Manufacturer narrative:
(B)(4) (pancreatitis). (B)(4). Medical records concluding summary of findings as event related to fresenius products(s): review of the medical records provided reveal there was no allegation against fresenius products. The patient¿s fall with loss of consciousness, possible syncope, pancreatitis were likely related to his comorbidities, including legal blindness and also taking valium before bed and unlikely related to peritoneal dialysis with fresenius products. The patient¿s hyponatremia was likely related to the patient not completing peritoneal dialysis for a few days. The complaint sample was not available and the lot number was unknown. A search of the lots delivered to the customer was conducted with a time frame of three months before of the occurrence day. According to our system no product was available from these lots from the distribution centers to be analyzed. The entire lots had been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis patient's contact had called the technical support hotline for an unrelated cycler alarm message. Follow-up with the patient¿s wife discovered that the patient had lost consciousness after attempting to stand while connected to the cycler. The patient¿s wife reported that the patient had an elevated blood pressure at the time of the event. The patient collapsed and broke his nose. The patient was admitted to the hospital and continues to experience general weakness. The patient is being treated with pain medication. The following is from medical records received from the patient's treatment facility. This peritoneal dialysis patient was having difficulty with his peritoneal dialysis and was not able to complete it and missed two treatments. He recently had a right biceps tendon tear. He woke around 0400am and fell forward without any prodromal symptoms when walking to the bathroom. He potentially lost consciousness after he fell to the floor. He was admitted for further evaluation and treatment. Telemetry monitoring did not show any evidence of arrhythmias. An echocardiogram was done for potential syncope that showed normal ejection fraction and no significant valvular heart disease to explain his symptoms. He was found to be hyponatremic which was treated with free water restriction and dialysis. He was initially treated with intra-venous fluid as initially thought to be dehydrated as the possible cause for the syncope with orthostatic hypertension or hypotension. It was suspected that the patient had a vasovagal event or slight orthostatis from being up in the middle of the night, which was possibly effected by benzodiazepine that he takes at night. During his admission he had one day where he felt unwell and slightly lightheaded. His EKG and chest x-ray taken at the time were normal. His blood pressure was slightly higher than usual and this was controlled with medication. His captopril was also increased. He had no focal neurological deficits and did not have any further syncopal events and did not lose consciousness. It was difficult to assess him further as he is legally blind. The patient¿s lipase was slightly elevated but the patient does not have any abdominal pain. It was suspected that he had a chemical pancreatitis rather than a true pancreatitis.